Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was stuck on the black screen. A technical support specialist connected remotely and verified that the station was up and running status and then the station application was launched completely. A tss confirmed with the customer that the issue was resolved. The system functioned as intended after a technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system was struck on the black screen. The customer stated that this malfunction caused a delay in dispensing medication to patients, but the user managed to retrieve the medication from another station/pharmacy. However, there were no adverse events or injuries reported based on this event.